Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: (B)(4), serial #: (B)(4), description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient will undergo an unknown procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the procedure was not device related.

Event description:
A report was received that the patient will undergo an unknown procedure for an unknown reason.